Event description:
A physician reported that the surgeon found metal particle embedded in the periphery of the iol when implanted. Lens was explanted before the patient left the operation room and sent for electron microscopy. Additional information has been requested.

Manufacturer narrative:
One opened injector handpiece was received for the report of foreign material on lens. The returned sample was visually inspected and found to be conforming, no foreign material observed. A dimensional plunger position height check was performed and was found to be nonconforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Six photos attached to the parent complaint were reviewed by the investigation site. Photo 1 and 2 shows an eye, an iol appears to be in place, several dark spots are observed, the source and composition cannot be determined from the photo attached. Photo 3, 4 and 5 are not related to the qs file. Photo 6 appears a cup lid. The returned sample was found to be conforming for all visual inspections, and functional tests, associated with the reported event, therefore foreign material as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported event, the sample evaluation indicates the plunger position height was nonconforming. How and when the plunger position height became nonconforming cannot be determined from this evaluation, the most likely root cause is handling, this injector has been in service for approximately 5 years. The manufacturer internal reference number is: (B)(4).